Event description:
It was observed that during the device evaluation, the camera head exhibited a smear on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of defective cable was confirmed. Additionally, other evaluation findings include the following: due to damage on cable unit, there was a smear in the image. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.